Event description:
It was reported that during a laparoscopic colectomy, an error relax pressure on blade was displayed several times. It was found that the tissue pad was detached off and the distal end of the clamp arm was broken off in about 2 hours. Although the doctors searched for the detached pad and the broken piece in gauze, the suction fluid, and inside the patient, it was not found. Another device was used to complete the case. The nurse commented that the tissue pad was burnt when she wiped it and the friction sound was heard at the connection between the hand piece and the device from the beginning of use. The doctor commented that the possibility of persisting piece inside the patient is not denied.. One device will be returning.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the tip of the clamp arm was burnt/damaged and with an excess of dried body fluids. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. This could have caused the relax pressure on blade errors displayed. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The clamp arm was attached to the instrument. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Please note the instructions for use indicate: for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.